Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the operation channel buckled, the objective gluing cracked, the angle wire play, the air/water nozzle missing, the water jet tube dirty, the air/water nozzle dirty, the bending rubber dirty, the objective lens unit dirty, the lg prong top loosened, the root brace rubber discolored, the r/l pulley wire ruptured, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.